Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. The tsr advised the hp to inform the peritoneal dialysis nurse (pdn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.